Event description:
The patient received a zfen-p-2-32-124-r, a zfen-d-20-62-91-c, and a contralateral leg. A icast stent was placed in the left renal artery. The right main renal artery could not be cannulated despite multiple attempts with a variety of catheter techniques and attempted manipulation of the constrained, partially deployed graft. The decision was made to deploy the graft and cover the right main renal artery. The completion angiogram demonstrated occlusion for the right main renal artery with a patient right superior accessory renal artery, a patent superior mesenteric artery, a patient left main renal artery with a patient icast stent that had no significant residual stenosis, and patent hypogastric arteries bilaterally. An endoleak was present and was suspected to be at the site of the right renal fenestration but treatment was not pursued, due to the length of the procedure and fluoroscopy time. Percutaneous access of the right common femoral artery had failed and a cutdown was required, which demonstrated extensive plaque. After removal of the endograft delivery system, the patient required an extensive right common femoral endarterectomy with patch angioplasty. The patient's estimated blood loss was 3000 cc and the patient received 1500 cc of prbc's and 609 cc of ffp during the procedure.

Manufacturer narrative:
Evaluation: investigation in progress.